Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h3, h6 ( health effect ¿ clinical code, health effect ¿ impact codes, type of investigation, investigation findings, investigation conclusion), h11. Corrected field- b5. A getinge field service engineer (fse) evaluated the unit and examined fault log and observed one fault code#43, users stated event date was january 7th. Tested fiber optic sensor with test device and passed to specifications. Could not duplicate failure. Fios test data 30/113. Unit passed all functional and safety tests per factory specifications, returned to customer. There was a patient involvement but no harm reported.

Event description:
It was reported that during operation with patient the cs300 intra-aortic balloon pump (iabp) had optic sensor module failure. There was no harm reported to the patient.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cs300 intra-aortic balloon pump (iabp) showed optic sensor module failure.